Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was caused by a failure of a switch inside the power supply. Since more than 9 and a half years years have passed since the product was manufactured, it is likely that the internal switch failed due to repeated use over time.

Manufacturer narrative:
The evaluation of the asset light source indicated it will intermittently not hold the power on unit due to a malfunction/failure of the safety mechanism switch. The asset is pending repair. A review of the repair history indicates the asset was last serviced on (B)(6) 2019; for an inspection only as no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During a standard service inspection, this asset viscera elite xenon light source was intermittently unable to hold power. There was no reported allegation of any malfunctions associated with the device and there was no patient involvement reported to olympus.